Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was instructed by customer support to clean the pump¿s pneumatic tap area and remove the pump from its case. Reloading the same cartridge resolved the issue, allowing the caller to successfully resume insulin delivery.